Manufacturer narrative:
This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt. The product history review is expected but has not been completed.

Event description:
As reported, the atraumatic tip of a 5f mynx control vascular closure device (vcd) did not go into the unknown sheath. The tip was cracked. Manual compression was used for twenty minutes, and the patient recovered. There was no reported patient injury. A non-cordis sheath was used. There was little vessel tortuosity. The device was inspected prior to use. The device was used in a percutaneous coronary intervention (pci). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was prepped and used in accordance to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will be returned for evaluation.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3, h6, and h10. As reported, the atraumatic tip of a 5f mynx control vascular closure device (vcd) did not go into the unknown sheath. The tip was cracked. Manual compression was used for twenty minutes, and the patient recovered. There was no reported patient injury. A non-cordis sheath was used. There was little vessel tortuosity. The device was inspected prior to use. The device was used in a percutaneous coronary intervention (pci). There were no visible signs of device/package damage prior to use. The physician achieved certification on the use of mynx and has used the device several times prior to this procedure. The device was prepped and used in accordance to the instructions for use (IFU). The procedure used a retrograde approach. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30~45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5mm in diameter. The puncture site did not have visible calcium/plaque. There was no stent near the puncture site. The vessel did not have stenosis greater than 50% at the puncture site. The target femoral site was not previously closed with any closure less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to use mynx control. The device was opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device was returned for analysis. A non-sterile mynx control vascular closure device 5f was returned for investigation. Per visual analysis, both button 1 and button 2 were not depressed with the stopcock closed. No damage was observed in the atraumatic tip of the returned device; instead, the sealant sleeve assembly was observed kinked/bent as received. The sealant remained in the manufacturing position, exposed to blood. The syringe and procedural sheath were not returned with the device. Per microscopic analysis, visual inspection at high magnification showed no damages in the atraumatic tip of the returned device. Instead, the sealant sleeve assembly of the device was kinked/bent as received. The presence of the corewire was verified to be present in the atraumatic wire, which is a normal finding for this device. A product history review of lot f2211204, revealed no anomalies during the manufacturing and inspection processes that can be considered potentially related to the reported complaint. The reported ¿atraumatic tip-cracked¿ was not confirmed during analysis or the returned devices. The sealant outer sleeve assembly was observed to be kinked/bent. The exact cause of the difficulties encountered by the customer could not conclusively be determined. Handling and/or procedural factors may have contributed to the reported event. It should be noted that mynx control device is manufactured with the sealant outer sleeve assembly at the end of the catheter cartridge tubing. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The outer sleeve assembly is assembled with 2 side slit overlap outer sleeves. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. If the outer sleeve is damaged/shredded during insertion into sheath, that could obstruct the device path and prevent the device from being inserted into the procedure sheath. According to the instructions for use which is not intended as a mitigation of risk, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.